Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3011879048-2024-00029 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3011879048-2024-00032. H10: g3 h11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly started by itself over again for the cycle. It was further reported that the tip of the catheter allegedly broke off inside the vessel. Reportedly, the detached catheter was removed by surgery. The current status of the patient is unknown.

Event description:
It was reported that during a radio frequency ablation procedure, the catheter allegedly started by itself over again for the cycle. It was further reported that the tip of the catheter allegedly broke off inside the vessel. Reportedly, the detached catheter was removed by surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.